Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that item came in broken, when the circulating nurse attempted to take the product out of the box he had a cut. Procedure details were not reported. Additional information has been requested. New information received indicating the vial appeared intact inside of the plastic bag and oil was inside the bag outside of the vial. User wound was washed and dermabond on the cut. Cut was healed. Another vial of silicone oil was opened and used for the procedure.

Manufacturer narrative:
Additional information has been provided in sections h.6 and h.11. No sample was returned. Photo shows the variable data of the carton. Retention sample testing is not required based on assessment performed. Review of the complaint history shows no other similar complaint reported. Review of the mbr record of the lot number provided indicated that product was processed and released according to the product's acceptance criteria. A comprehensive review was performed including a review of the processes, complaint histories, batch record review, finished product testing results. The review shows that the manufacturing processes were in a state of control. Based on the acceptable mbr review and finished product test results, this lot continues to be acceptable. Per monthly trending, no associated trend alert(s) were observed. All complaints are reviewed on a monthly basis, and corrective actions will be defined if required. The manufacturer internal reference number is: (B)(4).